Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/23/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Skin reaction was described as a rash with swelling, raised bumps and flaking. Reaction was also described as warm to the touch. Patient reported that they had applied flonase, prescribed on (B)(6) 2016 for a previous reaction, prior to inserting the sensor. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.